Event description:
Approximately three days ago at 0050, we were 8 hours into a liver transplant and the anesthesia machine's ventilator and monitor controlling the vent setting and gas controls failed. The separate monitor for the patient's vital signs stayed on and the rest of the machine also had power. We had to manually ventilate the patient with the bag. Vitals were unchanged and anesthesia was delivered by IV medications. All plugs were checked and no circuits had tripped and no switch had been turned off. Just before changing out the entire anesthesia machine we turned off the machine and rebooted it; however, the ventilator screen and power to drive the bellows was still not working.